Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that legacy drawer 2 was not detected on bus. A field service engineer fse reseated the cables, but the issue persisted. Further the fse confirmed that the drawer 2 board was completely out and had no lights then replaced the drawer board along with the flat flex cable to resolve the issue. Then the full height drawer became functional and opened closed properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2 not detected on bus. The customer rebooted the machine and replaced the failed cubie, but still issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.